Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had noise on the image. Additionally, the nozzle had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, we were unable to identify the exact cause of noise on the image. However, it is speculated that it may have been caused by electrical problems like signal loss or circuit breakage. Also, we could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.